Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported things are back to how it was before starting the evaluation. They think their leads might have moved because they experience pain at 0.5v, but previously didn't experience pain at 0.8v. The patient was advised that this was not normal so they were changed to the left side where they felt stimulation at 2.3v in their lower buttock. Two days later, patient rated the evaluation a 1 because it hasn't helped them at all. Patient will call their healthcare provider (hcp) on (B)(6) 2017. The issue wasn't resolved at the time of this report. The following day, the patient said the evaluation didn't help at all and they will not be moving forward with the implant. No further patient complications have been reported as a result of this event.